Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed atrial events falling in refractory and not being tracked; possible far-field r-wave were noted in blanking. There was also an episode of high threshold on the right ventricular lead. The atrial lead and the right ventricular lead remain in use. No patient complications have been reported as a result of this event.